Manufacturer narrative:
Additional information has been provided in h.3., and h.11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of a qualified cartridge and handpiece with an non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. The product has not been received to evaluate. Each lens is subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the multifocal company lens (3.00cyl), 19.5 diopter (add power 2.2/3.2) lens was replaced with a monofocal, non company, 19.5 diopter lens model. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that after surgery, the patient experienced poor vision. The iol was explanted and exchanged with non company lens following the secondary implant procedure. Additional information have received stated that the patient was dissatisfied with glare. The patient did not get adjusted to lens and there was no patient harm once removed.